Manufacturer narrative:
Patient weight not made available from the site. On 09/24/2015 a medtronic representative, following-up at the site, reported this issue occurred while in the navigate task. Part-way through navigation, they were unable to track instruments. Because the surgeon had dropped a screw, they went back to acquire new fluoro. While they were trying this, there was no longer a green line of communication, and could not see both the led trackers and the reference frame. They were able to point the camera at each one of these individually and they would appear in tracking view, but not both together. In trouble-shooting, with the radiographic technologist (rt), the reported issue could not be replicated. On 09/24/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/25/2015 a medtronic representative confirmed there were using 14 tool cards which included the c-arm tracker. On 10/13/2015 further investigation finds the site had 13 instrument tool cards, and 1 c-arm tracker toolcard added (counts as 5 verified instruments), which is over the 15 allowed instruments. On 10/19/2015 a second medtronic representative reported the issue was that the navigation system could not track the frame and the wireless c-arm tracker at the same time. Additionally, found that there were 18 tool cards added to the procedure. The medtronic representative removed every card that was not part of the procedure and the navigation system was able to track again. The site had added some instruments for the procedure without removing the old ones. This procedure was always planned as an open procedure. When navigation was impacted, the surgeon switched to placing the screws with just fluoro. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that while in a spine procedure, using a c-arm scan, the instruments are not navigating while having green status. No further details were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.